Manufacturer narrative:
Of the initial report was incomplete. Please refer to the supplemental report for the complete description of the problem. Additional review indicates (B)(4) apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient's therapy was irritating him. The patient was implanted for t-spine, however the stimulation went down the patient's legs and the patient couldn't walk with their stimulation on. The patient only had their ins removed. The patient confirmed that their leads are still implanted. No allegations as to the reason they were left implanted. The patient plans to remove them someday. The patient then reported that 4 or 5 months following their ins explant , the lead area (where the wire was placed up to where it used to attached to their ins) began to irritate him. The patient said that if he moves in certain way the wire pulls where his muscle is, and moving in a certain direction his muscles go into spasms. The patient is expecting a call from his doctor and will discuss the issue at that time. No further complications were reported. No additional patient symptoms were report ed. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jul-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient's therapy was irritating him. The patient was implanted for t-spine, however the stimulation went down the patient's legs and the patient couldn't walk with their stimulation on. The patient only had their ins removed. The patient confirmed that their leads are still implanted. No allegations as to the reason they were left implanted. The patient plans to remove them someday. No further complications were reported. No additional patient symptoms were reported.